Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the unknown fluid found on the device prior to use. It was reported that this was a mitraclip procedure to treat grade 3-4 degenerative mitral regurgitation (mr). Prior to use in the patient and before it was flushed, the clip delivery system was being inspected, when an unknown clear elastic fluid was noted on the clip introducer. This device was not used in the patient. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device was investigated and the reported liquid present on the device was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported foreign material (unknown liquid) present was silicone fluid inside the hemostasis valve. This is normal and expected; this silicone fluid was injected during manufacturing for lubrication to ease the transition of the clip introducer along the distal shaft and over the clip. There is no indication of a product quality issue with respect to manufacturing, design, or labeling.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device and the reported foreign material present in device (excess silicone fluid) was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported foreign material present in device (excess silicone fluid) appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.